Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Device thrombus is known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device retained by site.

Event description:
It was reported by medical personnel that a patient experienced a rise in power of the pump. The ldh and hg were elevated but no specific lab values were provided. Hemolysis was conducted and the patient was taken to the or for a pump exchange via left lateral thoracotomy. A thrombus was not confirmed in the pump or in the left ventricle after the exchange. The patient was reported to be currently in the hospital but doing well.

Manufacturer narrative:
The pump was explanted and date is unknown. Additional information received: based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. A review of the controller log files associated with the event captured in (B)(4) confirmed the high power consumption. A rise in power consumption was observed starting (B)(4) 2016 at approximately 08:46 to current parameters outside normal operating range. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption, surpassing normal operating range, and several high watt alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.